Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during treatment. The pd patient reported a fluid leak from the stay safe pin area of the cassette during fill 1 of 5 of treatment. The cause of the leak is unknown. The patient did not report any cycler warning alarms prior to the observed leak. The patient re-setup with new supplies and fluid leaked from the stay safe connecter again during fill 1 of 5 of treatment. The patient stated they were discontinuing treatment, and was advised to reach out to the peritoneal dialysis registered nurse (pdrn) regarding he missed treatment. Upon follow-up, the pdrn confirmed the fluid leak event. The fluid leak did not come in contact with the cycler. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and did not complete peritoneal dialysis treatment using the cycler or with manuals on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during treatment. The pd patient reported a fluid leak from the stay safe pin area of the cassette during fill 1 of 5 of treatment. The cause of the leak is unknown. The patient did not report any cycler warning alarms prior to the observed leak. The patient re-setup with new supplies and fluid leaked from the stay safe connecter again during fill 1 of 5 of treatment. The patient stated they were discontinuing treatment, and was advised to reach out to the peritoneal dialysis registered nurse (pdrn) regarding he missed treatment. Upon follow-up, the pdrn confirmed the fluid leak event. The fluid leak did not come in contact with the cycler. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and did not complete peritoneal dialysis treatment using the cycler or with manuals on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.